Event description:
It was reported that during service and repair pre-testing, it was observed that the battery device would not run and had no power. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be most likely due from various worn components from normal wearout. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility.device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 14, 2013. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.